Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during to cardiopulmonary bypass, blood was leaking from the shunt sensor. There was a blood loss of 2 to 3 ml. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 11, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned samples were visually inspected. The sparger assembly and white cap were not returned with the sample. Additionally, blood was noted to remain within the sensor upon receipt. The returned sample was then leak tested (as received) by connecting with the calibrated manometer, submerged into a water bath, and pressurized. A leak was noted at 14 mmhg. The large bore adapter blue cap was then loosened and re-tightened by hand. The sample was then leak tested a second time by connecting with the calibrated manometer, submerged into a water bath, and pressurized. A leak was noted at 500 mmhg. The complaint was confirmed and the root cause for this event is a lack of sealing between the large bore adapter (blue cap) and the shunt sensor body. When the large blue vent cap is tightened, interference between the threads of the cap and the shunt sensor body exist, causing an inadequate seal leading to a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.